Event description:
It was reported that device detachment and failure to recapture proximal filter occurred. A transcatheter aortic valve replacement (tavr) was being performed with a sentinel cerebral embolic protection (cps) for embolic protection. After the tavr procedure, during retrieval of the sentinel cps, the proximal filter encountered difficulty recapturing. It was noticed that the proximal sheath radiopaque marker had detached and became entangled with the proximal filter, preventing recapture of the proximal filter. No additional intervention was required, and the device was removed from the patient anatomy with the proximal filter in the open, entangled state. No patient adverse events occurred.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the sentinel cerebral protection system (cps), part # cms15-10c-us, batch # 0037049127. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis the sentinel cps was returned for device analysis. The unit was returned with the proximal filter sheathed, the articulating distal sheath relaxed, the distal filter sheathed, and the proximal sheath accordioned. The sentinel was returned with the introducer sheath loaded and it could not be removed due to damage on the proximal sheath. Microscopic inspection identified the radiopaque marker to be detached and entangled with the proximal filter. The proximal filter was also partially detached from the hoop. The proximal filter was unable to be recaptured due to the detached/entangled radiopaque marker and damage to the proximal sheath. Media was provided for review. The media showed the radiopaque marker of the proximal filter detached and entangled with the proximal filter, consistent with what was reported and observed upon device analysis. Investigation conclusion bsc has assigned an investigation conclusion code of adverse event related to procedure. It was reported that the proximal filter encountered difficulty recapturing, the proximal sheath radiopaque marker was detached and entangled with the proximal filter. The device was returned, and analysis was consistent with the reported events. Device analysis also identified a partial detachment of the proximal filter from the hoop, and the proximal sheath to be accordioned. The reported and observed damaged is consistent with excessive force applied during the procedure as well as operational factors such as handling/technique.

Event description:
It was reported that device detachment and failure to recapture proximal filter occurred. A transcatheter aortic valve replacement (tavr) was being performed with a sentinel cerebral embolic protection (cps) for embolic protection. After the tavr procedure, during retrieval of the sentinel cps, the proximal filter encountered difficulty recapturing. It was noticed that the proximal sheath radiopaque marker had detached and became entangled with the proximal filter, preventing recapture of the proximal filter. No additional intervention was required, and the device was removed from the patient anatomy with the proximal filter in the open, entangled state. No patient adverse events occurred.